Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) delivered numerous inappropriate shocks and exhibited a sharp decrease in the pacing impedance.